Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was giving her the threshold suspend and this is why her blood glucose ran high and then low. Customer stated that she kept getting a low on her insulin pump since last night. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer treated and her current blood glucose is 78 mg/dl. Customer treated with a drink of orange juice. Customer stated that she had the same issue last night. Customer was explained the differences between sensor glucose and blood glucose readings. Customer understood.